Event description:
During the atrial fibrillation procedure, while going transeptal, it was discovered that the sheath valve was leaking air. The sheath was replaced to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.